Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total gastrectomy roux-en-y, at the 1st firing of duodenum resection, the surgeon clamped the tissue and tried to fire the device, however the firing knob did not advance and the device could not fire. They replaced it with new device, and the firing was completed with no problem. There was no patient injury.